Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick pump stopped working called us at ra fischer they sent them videos and went over troubleshooting over the phone with them purewick urine collection system powers on but there was very low suction. They sent out new device to them to had a quick replacement. They would like a credit for that device as that was still under warranty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick pump stopped working called us at ra fischer they sent them videos and went over troubleshooting over the phone with them purewick urine collection system powers on but there was very low suction. They sent out new device to them to had a quick replacement. They would like a credit for that device as that was still under warranty.